Manufacturer narrative:
No conclusion can be drawn as the investigation is ongoing.

Event description:
Biomedical technician mark marshall called to report that (B)(4) has a burning smell on start up of machine. (B)(4), rental, replace in advance to customer.